Event description:
On (B)(6) 2011 a vns implanting surgeon reported that the vns patient experienced bradycardia after battery replacement surgery that day. The medical professionals in the operating room determined that the bradycardia was related to normal mode stimulation of the vns. The bradycardia occurred during the cycles of stimulation which led to 4 events of arrhythmia. System diagnostics performed during surgery showed output = ok/lead impedance = ok/impedance value = 1394/eri = no. The patient was given robinul and oxygen and the bradycardia subsided. The patient has a history of hypertension and pre-existing medical conditions of seizure disorder, asthma, and diabetes. The patient's heart rate and blood pressure prior to the bradycardia was 77 bpm and 180/83 respectively. During the bradycardia event the heart rate and blood pressure were 36 bpm and 110/70. The event did not occur intraoperatively; the event occurred in the recovery room after implant that day. The patient also perceived some pain with stimulation. There were no triggers or traumatic events other than surgery. The patient was not taking any medications; just general anesthesia. The patient is not currently programmed on and the arrhythmia event has not recurred. If additional information is received, it will be reported.